Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the pump¿s black box data revealed eaw 127 illegal battery alarms following eaw 128 replace battery alarms. The pump powered on with the returned battery cap and was exercised for 24 hours with no duplicated alarms. The pump was opened and no evidence of moisture was observed inside the pump. Unrelated to the initial complaint, there was a capacitor failure at location c38.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the cs 127 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.